Event description:
Biotel care meter. Remotely disabled by biotel/onduo, also received a voicemail stating an issue with it. It keeps popping up "internet connection required" no matter what function I use (despite showing strong "4g" signal), including when I insert a glucose test strip. Got rid of old true metrix meter after receiving this one from employer, so I have no backup glucose meter. FDA safety report ID # (B)(4).